Event description:
Dr. (B)(6) called on behalf of a patient to report that the patient's personal diabetes manager (pdm) turns off by itself. The most recent incident was the night of (B)(6) 2025. The battery was reportedly at 90% and the patient realized about 1 1/2 hours later the pdm turned itself off and they turned the pdm back on. The patient took themselves to the emergency room was were admitted to the hospital due to diabetic ketoacidosis (dka) with blood glucose levels reaching 34 mmol/l (612 mg/dl). The patient was treated with intravenous therapy and received insulin via syringe. The patient is still currently hospitalized at (B)(6) during the time of reporting this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. A replacement device has been sent to the customer.